Event description:
It was reported the patient underwent bilateral total knee arthroplasties on the same day with competitor knee implants. Subsequently, the patient is alleging loosening due to the bone cement. It was reported that the patient is experiencing pain and difficultly walking. No revision has been performed. Attempts have been made and no further information has been provided.